Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l50057, implanted: 1998-(B)(6), explanted: 2015-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported the patient went through an infection in the pump pocket. The patient went in because the pump was going to be removed in (B)(6) 2014, due to the infection. Then the pus pocket inside of his body broke and the infection spread. He had the infection from 2014-(B)(6) and took antibiotics until 2014-(B)(6); it was a 6 week treatment. The patient was in the hospital where they gave him intravenous (IV) penicillin every 3 to 4 hours, in addition to oral medications. The patient no longer had the infection. The pump was then replaced. The drug delivered via the device system was lioresal. Additional information regarding the patient¿s outcome was requested. If additional information is obtained, a follow-up report will be submitted. There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4)¿lack of therapy effect, spasms, and tightness; and (B)(4) issue.